Manufacturer narrative:
Unit power up properly after battery installation. No blank display or audio/beep anomaly noted. All buttons functioning properly. No moisture/ damage/unlocked lcd keypad connector noted. No motor error alarm during testing. Unit passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. Unit had battery cap stripped battery cap coin slot, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corners, stained address/serial number label and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer's parent reported via phone call that the customer experienced high blood glucose level of 480 mg/dl. The customer treated their blood glucose levels with manual injections. The caller mentioned that the insulin pump experienced issues with loose battery cap, motor errors, and an unresponsive keypad. The customer also reported that the insulin pump was turning off. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not troubleshoot the issue. The customer returned their insulin pump back for analysis.